Event description:
The customer reported the ventilator would not go into normal ventilation mode upon start up due a vent inop condition. The ventilator did alarm and there was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the ptient. The respironics service technician confirmed the ventilator went vent inop due to an exhalation motor error. The service technician replaced the main board and exhalation motor controller board. Performance verification testing was done and the ventilator passed per operating specifications.